Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an occlusion. The customer stated that she had changed the infusion set, filled the reservoir, but could not get the insulin to fill the tubing thereafter. She stated that she used another infusion set, but this did not resolve the issue. The customer did not provide the blood glucose reading. She reported that the issue was resolved by changing the reservoir. She also noted that she had experienced a similar issue with the reservoir about a month prior. Nothing further reported.